Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a tr grade of 4. The pre-procedure mean pressure gradient was 1mmhg. The first clip was implanted; however, tr remained unchanged. The second clip delivery system (cds 81121u189) was advanced to the tricuspid valve. During grasping attempts, the grippers did not go down. The clip was not implanted and the cds was removed. A new cds was advanced and the leaflets were grasped; however, the mean pressure gradient increased too high. The clip was not implanted and the cds was removed. The pressure gradient returned to 3mmhg. One clip was implanted and the tr remained at 4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: all available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the gripper actuation issue. The reported user error (improper or incorrect procedure or method) is related to the use of the mitraclip device on the tricuspid valve. There is no indication of a product quality issue with respect to manufacture, design, or labeling.